Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the consumer that the needle of the bd eclipse¿ blood collection needle with luer adapter bent during use. At first the consumer thought the needle separated and reports visit to the emergency room and receiving tetnus shot but noticed later the needle actually remained on the hub but had bent. Found after use. No reports of serious injury.

Manufacturer narrative:
Customer returned (1) open 4mm, 32g pen needle without the tear drop label. Customer states that the needle is bent and still attached to the hub. The returned pen needles were examined and exhibited a bent patient end of the cannula. A lot history review for lot 7104509 cat no. 320144 was carried out and no non-conformances were raised in association with the packaged lot or the sub-assembly concluding all inspections were performed per the applicable operations and met qc specifications based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent patient end of the cannula) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: possible root causes for needle bent: needle was bent during the shielding process.